Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump battery charger showed a persistent green flashing indicator and failed to charge the pump despite outlet changes and removal of accessories, and the charger also failed to charge a phone, indicating a charger issue associated with the battery charger component. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a fracture-type problem consistent with a component-level failure of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.